Event description:
Literature was reviewed regarding ¿factors related to limb occlusion after endovascular abdominal aortic aneurysm repair (evar)¿ the time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Endurant stent grafts were implanted in the patient population. Among the patient population the following malfunctions occurred: kinking, migration among the patient population the following adverse events occurred: occlusion, rupture, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿factors related to limb occlusion after endovascular abdominal aortic aneurysm repair (evar)¿ basra m, hussain p, li m, kulkarni s, stather p, armon m, choksy s ann vasc surg 2024; 99: 312¿319 https://doi.org/10.1016/j.avsg.2023.08.035. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.